Event description:
It was reported that during a laparoscopic gastric bypass procedure, towards the end of the case, loss of pneumoperitoneum was observed while using two 12mm and three 5mm trocars. To resolve the issue, the 5mm and 12 mm ports were replaced with 15mm ports then the loss of pneumoperitoneum stopped. There was incision extension of more than 1 inch (2.54 cm) as a result.

Manufacturer narrative:
D10 concomitant products: nonb12stf, nonb12stf no blade 12 std fix, (lot # unknown) unvca5lgf, unvca5lgf universal 5mm lng fix cannula, (lot # unknown) nonb12stf, nonb12stf no blade 12 std fix, (lot # unknown) unvca5lgf, unvca5lgf universal 5mm lng fix cannula, (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.